Event description:
A report was received that a pt was hospitalized due to experiencing pain to the right of her incision site. The pt has been prescribed pain medication, muscle relaxers and was told to wear a compression. The pt is reportedly doing well following treatment. The physician did not feel the pt pain was device related.

Manufacturer narrative:
This is the final report.